Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Per the article details, root cause of the graft rupture was due to a fall on the patient¿s shoulder. The patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4). Literature: prospective, randomized evaluation of latissimus dorsi transfer and superior capsular reconstruction in massive, irreparable rotator cuff tears. Doi: https://doi.org/10.1016/j.jse.2021.01.036.

Event description:
It was reported that on literature review: "prospective, randomized evaluation of latissimus dorsi transfer and superior capsular reconstruction in massive, irreparable rotator cuff tears", a patient experienced a graft rupture following a fall on the shoulder after scr surgery with a healicoil regenesorb anchor. The patient refused a revision surgery. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.